Event description:
Patient caregiver called in to report service required error code r2018 (r-wave signal integrity error). There was no patient injury. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.